Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(4) reported the actions/interventions taken to resolve the intermittent stimulation and paresthesia was the patient¿s stimulation was reset. The rep noted some of the patient¿s setting were at zero so she interpreted stimulation being intermittent. The rep reported the cause of the intermittent stimulation and paresthesia was some adaptive stim setting were at zero. It was noted the intermittent stimulation and paresthesia was resolved. The rep stated they did not know the date the intermittent stimulation and paresthesia. It was noted the charging 2-3 hours was a procedure issue which was resolved. It was noted this information was confirmed with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that they were charging 2-3 hours. Could not troubleshoot due to lack of access to product. It was reported that stim was intermittent. Location of symptoms was reported to be paresthesia. It was reported to be a sudden change in therapy/symptoms. No known falls were reported. No further complications were reported/anticipated.